Event description:
The customer stated that the architect analyzer generated false reactive cmv igg results on one patient. The results provided were: 18 au/ml / repeat 6 au/ml (>/=6.0au/ml = reactive); 2nd blood draw=nonreactive; 3rd blood draw another lab with unknown method = negative. There was no additional patient information provided. There was no reported impact to patient management.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, and a review of the instrument service records. A false reactive cmv igg result was generated on the architect i1000sr. Field service cleaned the wash cup and replaced the wash cup insert and probe as they were all reported to be contaminated / dirty. There were no parts available for return. A review of complaints for the listed parts replaced, cleaned, or adjusted did not identify an increase in complaints for the issue. A review of the instrument service tickets did not identify any other issues that may have contributed to the current complaint issue since the instrument was installed. The issue was addressed through standard troubleshooting procedures found in labeling. Based on the available information, a deficiency was not identified and there is not enough evidence to reasonably suggest a malfunction occurred.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.